Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable lead was part of system revision due to infection and purulent discharge. No additional adverse patient effects were reported. The implantable lead was explanted.